Event description:
Revision due to tibial loosening. No further information available.

Manufacturer narrative:
This medwatch was submitted in error. This product is not the subject of the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.